Manufacturer narrative:
On september 18th, an initial medwatch was submitted (2029046-2014-00294) reporting this article. A revision was performed and modifications have been performed in order to fulfill complaint handling process and FDA requirements. The documentation and reporting of this complaint file is related to the patient who developed thrombus as a consequence of the cardiac ablation procedure. This is the revised event description: "this complaint is from literature source. This patient underwent a third cardiac ablation procedure. Amiodarone was discontinued in this patient due to intolerance. Transthoracic echocardiography revealed a 3 × 3 × 2 cm3 thrombus in the lv apical aneurysm that developed after the second procedure, which remained for more than 2 years despite therapeutic oral anticoagulation on phenprocoumon. Epicardial ablation was performed in this patient (off label use). Although the patient remained arrhythmia-free for a period of time, slow vt recurred after 2 months. Multiple attempts have been made to obtain the adverse event questionnaire of this complaint. As for now, no further information has been made available. This adverse event is determined to be MDR reportable. Article title: ¿electrical isolation of a substrate after myocardial infarction: a novel ablation strategy for unmappable ventricular tachycardias-feasibility and clinical outcome¿. Per a report of europace. 2014 july, a single-center study was conducted on 12 patients, from december 2007 and october 2011. The aim of this study was to assess if isolation of the arrhythmogenic substrate would be a feasible and effective ablation strategy for the treatment of ischaemic vt. Median follow-up of 479 (297; 781) days. From the report there were total of 3 serious adverse events: (all these events will be reported separately.) One patient with successful substrate isolation developed pericardial effusion during the index procedure, requiring subxiphoidal epicardial drainage. One patient developed pneumonia 1 day after the index ablation without general anaesthesia which was successfully treated with intravenous antibiotics. -only one patient developed lv thrombus, which remained despite therapeutic oral anticoagulation during follow-up. Importantly, no symptomatic thromboembolic events occurred. There are 4 death events reported: (these deaths events will be reported separately) four patients died 304 (q1; q3, 166; 445) days after the index procedure: two patient died due to heart failure. One patient died due to sepsis. One patient committed suicide. Relationship to device or procedure was not provided. No device malfunction was reported in the publication. Model and catalog number are not available, but the suspected device is the thermocool sf catheter concomitant products: carto mapping system; lasso , parahis catheter". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4) are related to this same article. (B)(4).

Manufacturer narrative:
Event initially reported on september 18 under generic - navistar thermocool product. The correct product is generic thermocool sf navistar. Additional information to initial event description reported: "only one patient developed lv thrombus, which remained despite therapeutic oral anticoagulation during follow-up. Importantly, no symptomatic thromboembolic events occurred." Concomitant medical products: product: lasso catheter, us catalog # unknown, lot # unknown. Manufacturer's reference # (B)(4)

Manufacturer narrative:
A) device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. B) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. C) concomitant bwi products: product: carto¿ xp system, us catalog # fg-4700-00, serial # unknown. Product: parahis catheter: us catalog # unknown, lot # unknown. D) manufacturer's reference # pi1-nowszr and pi1-nowsua, are related to the same literature document. (B)(4).

Event description:
Article title: electrical isolation of a substrate after myocardial infarction: a novel ablation strategy for unmappable ventricular tachycardias-feasibility and clinical outcome. Per a report of europace. 2014 jul;16(7):1040-52. Doi: 10.1093/europace/eut419. Epub 2014 feb 26., a single-center study was conducted on 12 patients, by tilz rr of the department of cardiology, asklepios klinik st georg, hamburg, germany et al., to assess if isolation of the arrhythmogenic substrate would be a feasible and effective ablation strategy for the treatment of ischaemic vt. Median follow-up of 479 (297; 781) days. From the report there were 2 serious adverse events: one patient with successful substrate isolation developed pericardial effusion during the index procedure, requiring subxiphoidal epicardial drainage. Pneumonia developed 1 day after the index ablation without general anaesthesia in another patient which was successfully treated with intravenous antibiotics. Per the article, no non-serious ae was reported. There are 4 death events reported: four patients died 304 (q1; q3, 166; 445) days after the index procedure due to heart failure (n ¼ 2), sepsis (n ¼ 1), or suicide (n ¼ 1). Relationship to device or procedure was not provided. No device malfunction was reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool catheter. Concomitant products: carto mapping system; parahis catheter.